Event description:
It was reported by the patient that the patient was "feeling my stomach beat at the same time as my heart." Follow-up with the clinic noted the patient had been seen subsequently, however the clinic was not aware of this patient complaint. The chart noted that the left ventricular lead threshold was normal and there were no complications from the implant. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.